Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 04-apr-2025, pentax medical became aware of an adverse event involving a pentax medical video colonoscope model: ec34-i20cl, serial number: (B)(6) within the united states. The customer reported that during a colonoscopy involving bleeding, the endoscopic image appeared dark, and the observation image could not be visualized. No abnormal heating was confirmed at the distal end of the endoscope. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type?. H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H7: if remedial action initiated, check type. H9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number. H11: evaluation summary, remedial action. Evaluation summary: the event that occurred was a dark image. Based on the investigation, a potential root cause of this failure is that blood inside the body adhered to the light cover glass at the distal tip and coagulated due to the thermal energy of the light. However, a definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 05-feb-2025 under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions, and the approval for shipment and the actual shipping date were both confirmed as 13-feb-2025. Remedial action this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.